Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation however a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, it is determined the caliber spacer 10 x 26mm, 8-12mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
It was reported that the patient had an operation to treat l4-s1 with fusion using an interbody device. The patient returned to the surgeon's office complaining of pain. An MRI revealed that the spacer had backed out of the position at l5-s1 causing pain. This was discovered approximately one month after the operation. There was no report of any precipitating events prior to this discovery. Patient underwent surgery to remove the device and no subsequent implants were used. No damage or failure of the device was noted.